Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized due to stroke. The customer was on the hospital and was on the temp basal and now she's showing no active insulin showing on her pump and needed to go back to her regular basal. The troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.